Event description:
Event description guidant received information that during defibrillation threshold testing, external shocks were performed due to non-conversion. This implantable cardioverter defibrillator (ICD) reported an error message that stated an external load is on the lead. Following this message, telemetry was temporarily not possible, including impedance and threshold measurements. The device was removed and another device was implanted.